Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s implant was dead. It was reported that there was a ¿low ins battery¿ screen on the patient programmer (pp) and the patient believes it may have died in the car on the way to the appointment that they were at. It was recommended that the patient charge the ins. It was reported that the patient's right shoulder doesn't work so good and it's hard for them to charge the ins because it is implanted on their right side. The patient reported that their ins has moved inside them. The patient noted that the ins has gone dead a couple of times since implant, but charging it resolves the issue. No symptoms or complications are anticipated.